Manufacturer narrative:
The delivery system was returned for evaluation. Visual inspection of the returned device revealed a longitudinal tear that translated radially on the balloon. No other abnormalities were identified on the balloon. Due to the condition of the returned device, no functional testing was conducted. However, dimensional measurements of the balloon single wall thickness were performed at the proximal, middle, and distal section of balloon and yielded acceptable results. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint of balloon burst was confirmed on the returned device; however, no manufacturing non-conformities were identified. The complaint description states, ¿the balloon burst due to massive calcification.¿ light scratches observed on the balloon are indicative of contact with calcification. Therefore, it is suspected that the reported event was most likely due to patient factors (severe annular calcification and heavily calcified native). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time

Manufacturer narrative:
The delivery has been returned to edwards lifesciences for evaluation; however the evaluation has not been completed. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, the delivery system balloon burst. The 29mm sapien xt valve was approximately 90% deployed at the time of the balloon burst. The valve position was good and the device was stable; however, a mild leak was noted on echo. A second delivery system was prepared to nominal volume and used to post-dilate the valve under rvp the leak improved to trace and the procedure was completed. The access site was closed and the patient was transferred to the ICU in stable condition. The patient native annulus measured 26mm by 28mm on CT with severe annular calcification present and heavily calcified native leaflets.